Manufacturer narrative:
An event of over-sensing resulting in no clinical signs, symptoms or conditions which was addressed by additional surgery was reported. The low voltage lead is implanted-inactive and will not be returned. Gfes were performed to see type of oversensing and to confirm the patient¿s condition. Information received indicates that it was pptwos and patient was stable. A device history record (DHR) review was not required per investigation procedure. The reported event of over-sensing due to pptwos was verified by technical services and the field representative.

Event description:
It was reported that patient's atrial lead exhibited post paced t wave oversensing. The lead was capped and replaced on (B)(6) 2024. The patient was stable.